Event description:
The user facility reported the device slipped during surgery. No pt injury is reported. The user facility stated it was an "inconvenience to the surgeon" only.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.